Event description:
Evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 09/02/2011. (B)(6). Correction/removal reporting number: 2531779-03/24/2010-003-r. Evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing; the load step pushed fluid from the pump and emitted a "no cartridge detected" warning.